Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and did not see any reagent prep issues or instrument issues. Pas noted that it's possible that the sample was with low target or the sample was mishandled/contaminated. Customer understands the concept of homogeneity of the sample and how different aliquots are considered different samples. Results were reported to patients. Results were not amended by the customer. It is unknown if patients received treatment. Customer was made aware that the retested sample was from different aliquots and could not be compared. Customer was advised about good lab practice to avoid contamination.

Event description:
Customer reported that the patient sample from worklist 000488-20211130-13 had a positive sars-cov-2 (master lot 296997) result on the panther instrument sn (B)(4) the same sample resulted negative when sent to another facility that uses perkins elmer assay.